Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device suddenly stopped blowing gas and the screen froze with no response but there was flow. No errors was showing on the screen but there was no response from the machine. It was shut down then turned on again, after that it started working again. This happened during operating a procedure but no harm was caused to the patient nor to the user. Procedure was completed safely. No negative impact in state of health reported.